Manufacturer narrative:
Date sent to the FDA: 03/08/2016.the surgeon confirmed some bubbling in blood around the drainage vent although the drainage cap was not opened.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent unknown procedure on (B)(6) 2016 and the reservoir was attached to a drain. On the next day of the procedure, the re-suction started after the reservoir bag was drained and the reservoir bag was swelled out with less drainage. It started re-suction and reservoir was swelled out an hour later. Another like device was used to complete the procedure. The surgeon opined that it was a possibility of air leak and blood had entered foamy at the side. Additional information has been requested.